Event description:
It was reported that the pt expired. The pump and catheter were explanted at the funeral home. The hcp later reported that according to their records the pt died in 2008. The hospital records indicate "anoxic brain damage from seizure". She stated the hospital's discharge diagnoses are: anoxic brain injury secondary seizure; seizure; c6-c7 quad secondary to mva; sepsis syndrome secondary to uti and aspiration pneumonia; neurogenic bowel and bladder; autonomic dysreflexia and depression. The actual cause of death was not known. Neither the managing hcp nor the primary care hcp have a death certificate. The pump contained baclofen 4000 mcg/ml at 921.1 mcg/day; clonidine 375 mcg/ml at 86.35 mcg/day; dilaudid 1.4 mg/ml 0.3224 mg/day and bupivicaine 10 mg/ml at 2.303 mg/day.

Manufacturer narrative:
Final device (pump and catheter) analysis revealed no anomaly found - normal device function. Results: used for the catheter.